Event description:
It was reported that a patient presented with oversensing noise on the atrial lead. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.